Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin pump¿s cartridge compartment contained glass shards after a vial broke inside the insulin chamber, and the device was determined to require replacement with functionality and water resistance in question. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention and no interruption to therapy beyond device replacement planning. Investigation included collection of event details and counseling on data backup, device shutdown, and return logistics for analysis. Investigation of this case revealed a damaged insulin vial causing glass contamination within the pump¿s insulin chamber, consistent with a mechanical damage event affecting the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage to the insulin vial resulting in foreign material in the cartridge area.